Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was placed on levofloxacin due to spinal infection. The physician believed that the infection was not device related because the patient received spinal injections from a clinic that is no longer open.